Event description:
It was initially reported that the patient had high impedance (system diagnostics - output status - limit, impedance- high, dcdc - 7, eri - no). The patient was asked about any manipulation or trauma and the patient reported that he lifts weights and he could have possible bumped his chest a few week prior bench pressing. The physician did not want to program the device off as the patient is doing well and has not experienced any side effects. X-rays were taken and a lead fracture was visualized. The x-rays will not be provided to the manufacturer for review at this time. There were plans for the generator to be turned off due to the lead break but it is unclear if this has been done. Surgery is likely but has not occurred to date. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator and lead prior to distribution. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that the patient had a full revision. Product return attempts for the explanted product have been unsuccessful to date.